Event description:
On (B)(6) 2011, the nurse reported that the rotoprone lock pin plunger was stuck on the swing arm and the nurse was not able to pack the pt in correctly to prone. There was no reported pt injury. On (B)(4) 2011, after the complaint investigation, kci was able to determine that the bed would not rotate to prone.

Manufacturer narrative:
The bed was tested per quality control procedures on (B)(6) 2011, and met specifications. On (B)(6) 2011, the unit was placed with the pt. On (B)(4) 2011, kci's initial complaint investigation indicated that the bed could not rotate to prone.